Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient underwent full vns replacement surgery due to a desire for a newer generator model. The palpable nodule previously reported was revealed to be a vns tie-down. It was reported that the tie-down was not connected to anything within the patient. Follow up with the company representative revealed that the tie-down was from the previous procedure and was not connected to a lead. The tie-down was removed.

Event description:
It was reported via clinic notes received that the patient was to undergo surgery for the newer generator model due to the potential of increased efficacy. However, it was noted that the patient would likely have a lead revision due to a palpable nodule around the patient's vns lead location, which was suspected to be extensive scar tissue. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.